Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had unknown mentor gel prostheses implanted experienced bilateral rupture of the breast prostheses. The details of the rupture are unknown at the time of this report. As a result, the patient underwent bilateral removal and replacement mentor memorygel breast implant 275cc gel prostheses on (B)(6) 2018; catalog # 3502754bc, s/ns: (B)(4) (l) and (B)(4) (r). This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-07439 for the contralateral prosthesis.

Manufacturer narrative:
On 12/19/2018, mentor received additional information about the event: it was initially reported that the date of event is (B)(6) 2018, the same date as the explantation of the suspect medical devices. New information states that the patient had a bilateral mammogram that showed right implant rupture and that patient was 74 at the time of the event. Date of event has been changed to estimate of (B)(6) 2018. The patient¿s date of birth is 11/19/1943. She was 74 years old at the time of the event. The procedure for the suspect medical devices was a breast augmentation revision. It was reported that implantation happened in the 1980s. Date of implantation has been estimated to be (B)(6)1980. Manufacturer¿s reference number: (B)(4).